Manufacturer narrative:
Hologic technical support (ts) reviewed logs and observed the samples for covid-19 tma assays had rlus with approximately double the expected values. Hologic product applications specialist (pas) reviewed logs and found possible reagent preparation issues that could cause higher rlu values. Customer discarded the controls they had been using and loaded new ones. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4) aptima sars-cov-2 (B)(4) and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.

Event description:
Customer reported one sars-cov-2 tma run, wl 01529-20201205-14, using assay lot 285123 on panther instrument sn (B)(4) which had failed due to invalid controls. The positive control had rlus lower than expected. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results beings reported to patients.